Event description:
It was reported that the base of the ventilator unit was not secured to the security knob (screw). There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned security knob is completed. The security knob secures the pneumatic unit on the mobile cart when it's mounted on. During the visual inspection of the knob, which is made out of plastic, it was noticed that it had separated from the metal threaded rod. There was also noted, marks on the security knob that may indicate that the metal threaded rod had been exposed to external forces beyond its design, where the rod had separated from the plastic knob. The root cause for why the security knob had become damaged has not been established from this investigation. If the security knob is not properly tightened during ventilation it could, in a worst case scenario, fall from the console plate. This may lead to an extubation or a stoppage of ventilation.

Event description:
(B)(4).

Manufacturer narrative:
Exchanged part will be sought for investigation. A supplemental report will be submitted when the investigation has been finalized.